Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328438 batch no: 0125308, unknown it was reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Verbatim: consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Consumer also mentioned that he had the same issue in the past with other boxes of the same product, lot #s and samples are not available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-30 h6: investigation summary customer returned (1) loose 3/10cc syringe. Customer states that the needle hub separated and stayed inside of the shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of risk management 150rmn-0001-16 revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Bd was able to confirm the customer¿s indicated failure root cause: root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0125308, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-04. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 8mm wholeunit 10bg 500 needle hub separated. The following information was provided by the initial reporter: material no: 328438 , batch no: 0125308, unknown. It was reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Verbatim: consumer reported needle hub separated and stayed inside of the shield. Also reported needle shield difficult to remove. Consumer also mentioned that he had the same issue in the past with other boxes of the same product, lot #s and samples are not available.